Event description:
The pt reported that his pump was refilled at the doctor's office. Shortly after refill (15 to 20 mins), he started to get pain in the stomach and kidney area which necessitated him to the emergency room (ER). The pt was given pain killer in the ER and was then hospitalized for about 3 days. The pt indicated that his pump contained dilaudid (unk concentration/dose). Additional information has been requested, but was not available at the time of this report.